Event description:
A discordant vitamin b12 result was obtained on one patient on an advia centaur xp instrument. The initial vitamin b12 result was reported to the physician. The sample was repeated on the same instrument and the repeat result was reported to the physician as the corrected result. There are no known reports of adverse health consequences or patient intervention due to the discordant vitamin b12.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the luminometer and adjusted the reagent probe to cuvette calibrations. The cse successfully ran qc. The cause of the discordant vitamin b12 result was unknown. The instrument is performing within specifications. Further evaluation of the device is not required.